Event description:
Patient was revised to address groin pain and acetabular loosening. (B)(6) 2011 - medical records were received. The revision operative indicates there was a pseudomembrane type membrane and there was a rush of fluid when the fascia was entered.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address groin pain and acetabular loosening. Update: (B)(4) 2011 - medical records were received. The revision operative indicates there was a pseudomembrane type membrane and there was a rush of fluid when the fascia was entered. Additional information: update: (B)(4) 2012 litigation papers allege the patient suffered pain, disability, and loss of enjoyment of life and had to be revised. Papers also allege excessive levels of chromium and cobalt blood levels.